Manufacturer narrative:
The reported issue was confirmed. The root cause identified is power lead on the chiller pump intermittently coming into contact with a neutral lead next to it when the chiller powered up. The DHR is not required as the reported event is not an out of box failure and therefore the reported event is not manufacturing related. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that arctic sun device was not cooling and there was a crack in the fluid delivery line (fdl). A review of the data files showed an obvious failed mixing pump, however the device did not deliver an alert 113 (reduced water temperature control). Per sample evaluation results received on (B)(6) 2024, it was reported that the hot side connection between the power inlet module and the ac main voltage circuit card shows signs of electrical overstress. Power switch was tripping. Tank seals lifted from tank . Drain valves inlet broke off inside the chiller molded tube during service.